Event description:
It was reported that the patient had their stage 1 procedure aborted due to the tines of the lead being exposed above the skin. The patient was positioned on the table and severe scoliosis was noted. Their hips were positioned flat while the patient was prepped and draped. Initial fluoro shots were used to mark the greater sciatic notch and medial aspect of the sacrum, but this was very difficult due to the extreme curvature of the patient's spine. The physician assessed that the patient had very little subcutaneous tissue between the skin and insertion site. The physician was able to access s3 but it was not where the initial markings for the s3 were marked. The lead was tested and the patient achieved bellows with greater toe flexion. The tined lead placement and ap/lateral x-rays were taken. The cs asked the physician to get better placement for the "down and out" in the ap. The physician stated this was the best placement that the patient was going to get and moved forward with placing the lead. Impedances were checked and appropriate with all electrodes first being tested with appropriate bellows/big toe flexion. The physician deployed the lead under live fluoro and lateral confirmed proper placement when it was discovered that multiple tines were exposed above the skin. The physician and cs discussed troubleshooting and if it was possible to tunnel to place the device. The physician did not feel comfortable moving forward due to the patient's condition, history, and multiple comorbidities. It was decided to abort the procedure and the tined leads were removed without complications. The cs reached out to the patient and they will not be moving forward to implant as the physician does not believe the patient has enough subcutaneous tissue to adequately support the device. The tines were deployed during the procedure and placement was confirmed on fluoroscopy without lead migration, but the physical tines were partially outside of the body and the physician did not feel comfortable attempting to tunnel the lead. The lead was fully inside of the body with proper placement. When the leads were deployed, since the patient had no subcutaneous tissue, the tines broke through the skin from underneath and were exposed to the outside of the body.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 corrections made to: patient code device code an additional supplemental report was submitted to provide updates to the investigation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had their stage 1 procedure aborted due to the tines of the lead being exposed above the skin. The patient was positioned on the table and severe scoliosis was noted. Their hips were positioned flat while the patient was prepped and draped. Initial fluoro shots were used to mark the greater sciatic notch and medial aspect of the sacrum, but this was very difficult due to the extreme curvature of the patient's spine. The physician assessed that the patient had very little subcutaneous tissue between the skin and insertion site. The physician was able to access s3 but it was not where the initial markings for the s3 were marked. The lead was tested and the patient achieved bellows with greater toe flexion. The tined lead placement and ap/lateral x-rays were taken. The cs asked the physician to get better placement for the "down and out" in the ap. The physician stated this was the best placement that the patient was going to get and moved forward with placing the lead. Impedances were checked and appropriate with all electrodes first being tested with appropriate bellows/big toe flexion. The physician deployed the lead under live fluoro and lateral confirmed proper placement when it was discovered that multiple tines were exposed above the skin. The physician and cs discussed troubleshooting and if it was possible to tunnel to place the device. The physician did not feel comfortable moving forward due to the patient's condition, history, and multiple comorbidities. It was decided to abort the procedure and the tined leads were removed without complications. The cs reached out to the patient and they will not be moving forward to implant as the physician does not believe the patient has enough subcutaneous tissue to adequately support the device. The tines were deployed during the procedure and placement was confirmed on fluoroscopy without lead migration, but the physical tines were partially outside of the body and the physician did not feel comfortable attempting to tunnel the lead. The lead was fully inside of the body with proper placement. When the leads were deployed, since the patient had no subcutaneous tissue, the tines broke through the skin from underneath and were exposed to the outside of the body.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 corrections made to: patient code device code.

Event description:
It was reported that the patient had their stage 1 procedure aborted due to the tines of the lead being exposed above the skin. The patient was positioned on the table and severe scoliosis was noted. Their hips were positioned flat while the patient was prepped and draped. Initial fluoro shots were used to mark the greater sciatic notch and medial aspect of the sacrum, but this was very difficult due to the extreme curvature of the patient's spine. The physician assessed that the patient had very little subcutaneous tissue between the skin and insertion site. The physician was able to access s3 but it was not where the initial markings for the s3 were marked. The lead was tested and the patient achieved bellows with greater toe flexion. The tined lead placement and ap/lateral x-rays were taken. The cs asked the physician to get better placement for the "down and out" in the ap. The physician stated this was the best placement that the patient was going to get and moved forward with placing the lead. Impedances were checked and appropriate with all electrodes first being tested with appropriate bellows/big toe flexion. The physician deployed the lead under live fluoro and lateral confirmed proper placement when it was discovered that multiple tines were exposed above the skin. The physician and cs discussed troubleshooting and if it was possible to tunnel to place the device. The physician did not feel comfortable moving forward due to the patient's condition, history, and multiple comorbidities. It was decided to abort the procedure and the tined leads were removed without complications. The cs reached out to the patient and they will not be moving forward to implant as the physician does not believe the patient has enough subcutaneous tissue to adequately support the device. The tines were deployed during the procedure and placement was confirmed on fluoroscopy without lead migration, but the physical tines were partially outside of the body and the physician did not feel comfortable attempting to tunnel the lead. The lead was fully inside of the body with proper placement. When the leads were deployed, since the patient had no subcutaneous tissue, the tines broke through the skin from underneath and were exposed to the outside of the body.